Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented, the right atrial lead exhibited noise. The chest x-ray did not reveal any movement. No intervention had been done. The patient would be followed with routine follow ups.